Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak occurred during use of a prismaflex hf1000 set. The reporter stated that the set primed without any issues noted. When the set was connected to the patient and therapy started, the machine immediately presented a blood leak detected alarm. The customer was unable to clear the alarm. The filter was checked and drops of blood were found below the filter, on the external part of the set. The lines and the bag were clear colored; no reddish coloration was seen. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection by naked eye was performed and did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed of the blood side with the bloodline was performed and a crack in the bloodline was found. The bloodline was disconnected and a leak test performed again. No leakage of the product could be found . Another leak test of the dialysate side was also performed and no leak could be found. The reported condition was confirmed and the cause was determined to be a crack in the bloodline. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.